Event description:
It was reported that the customer's device would no longer power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the removed power pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be a shorted tantalum capacitor, designator c4.